Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that her blood glucose readings have not been stable. The customer had both lows in the 40s mg/dl and highs in the 400s mg/dl. The customer had blood glucose of 457 mg/dl yesterday. The customer stated that it is because they are working on getting her settings set correctly. The customer declined to be transferred to helpline.